Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right ventricular (rv) lead was unable to be implanted, and the rv lead kept bending upon fixation. It was then found that the rv lead helix was unable to extend, and a tissue was stuck at the helix. The patient had also gone asystole a few times during the procedure, but they were self-terminated. The rv lead was not implanted and an alternate, different size in length, near at hand was implanted at a different location on (B)(6) 2024. Patient condition was stable throughout.